Event description:
Complainant alleged that the operating room staff was attempting to defibrillate (joule setting unknown) a 47 year old male pt undergoing coronary artery bypass surgery, but the device failed to discharge. The staff then obtained another set of internal handles and successfully defibrillated the pt. The complainant indicated that there were no adverse effects on the pt as result of the reported malfunction.